Manufacturer narrative:
The procedure was the coil embolisation of an unknown cerebral artery aneurysm at the patient¿s internal carotid posterior communicating artery that was mildly calcified and moderately tortuous. Femoral approach was taken, and an orbit galaxy (640cf0412/15726858) was used for the above procedure. During the procedure, while the re-sheathed coil was being re-inserted in an unspecified excelsior sl-10 (stryker, type unknown), the blue part of the delivery wire got detached. The coil did not prematurely detach. The coil was exposed from the introducer tube inside the hub. The coil was replaced with a new one (lot unknown). The physician then continued the procedure and was successful without any further issues. Due to the complication, there was about 5 minutes delay in the procedure. There was no patient injury/complications reported. It has not been verified, however the physician assumes that an unknown operation error occurred during the re-sheath, and the wire was pressurized. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. It is unknown if there was resistance between the guidewire and microcatheter when accessing the target site. It is unknown if there was resistance during advancement of the coil through the microcatheter. The complained product is unavailable for evaluation. No additional information is available. Based on the information, the event was not confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. Concomitant medical products and therapy dates: excelsior sl-10 (stryker, type unknown), new coil (details unknown).

Event description:
The procedure was the coil embolisation of an unknown cerebral artery aneurysm at the patient¿s internal carotid posterior communicating artery that was mildly calcified and moderately tortuous. Femoral approach was taken, and an orbit galaxy (640cf0412/15726858) was used for the above procedure. During the procedure, while the re-sheathed coil was being re-inserted in an unspecified excelsior sl-10 (stryker, type unknown), the blue part of the delivery wire got detached. The coil did not prematurely detach. The coil was exposed from the introducer tube inside the hub. The coil was replaced with a new one (lot unknown). The physician then continued the procedure and was successful without any further issues. Due to the complication, there was about 5 minutes delay in the procedure. There was no patient injury/complications reported. It has not been verified, however the physician assumes that an unknown operation error occurred during the re-sheath, and the wire was pressurized. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. It is unknown if there was resistance between the guidewire and microcatheter when accessing the target site. It is unknown if there was resistance during advancement of the coil through the microcatheter. The complained product is unavailable for evaluation. No additional information is available.